Manufacturer narrative:
The evaluation summary: the involved product was not returned; however, a picture was provided by the customer for analysis. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. A study of the picture sample of the electrode found the coating to have partially worn away and the tip of the electrode to be charred. Picture also shows the broken away piece of the electrode insulation coating. The purpose of the coating is to limit the tissue from sticking to the electrode. The coating erodes as the electrode is activated. The tip of the electrode also discolors when activated and used on tissue. This effect is a normal part of electro surgery and is not considered a defective product. The picture of the electrode showed no sign of heat damage. The picture suggested that the device would function normally. The (instructions for use) IFU warns: the sparking and heating associated with electrosurgery can provide an ignition source. Observe fire precautions at all times: when using electrosurgery in the same room with gases or flammable substances, prevent pooling of fluids and the accumulation of gases under surgical drapes or near the surgical site. Tissue buildup (eschar) on the tip of an active electrode poses a fire hazard, especially in oxygen-enriched environments, such as in throat or mouth procedures. Eschar plus high oxygen may create embers. Keep the electrode clean and free of all debris. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the bovie pencil caught on fire and caused what looks like ashes and debris on the pick up as well as on the bovie pencil. The pencil touched a forceps during the instance. There were anesthesia gases in the surgical area. Output settings on the generator were 40/40. There was no patient injury. The incident pencil was discarded by the customer.